Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter was reading inaccurately high compared to another device (onetouch ultra easy). The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter issue started a few months prior to her contacting lfs. The patient claimed obtaining blood glucose readings of ¿15.3 mmol/l¿ with the subject meter and ¿9.5 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster; 22-25 units of novomix). The patient claimed she administered her usual dose of insulin in response to the alleged product issue. The patient denied developing any symptoms however, alleges on an unknown date, she increased her dose of insulin to 50 units due to the alleged issue. The patient denied having her blood glucose tested on another device. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had been stored correctly (per owner¿s booklet recommendation) and had not expired or, been open longer than the discard date. When the alleged inaccuracy issue occurred, the correct testing process was being used and the sample was from an approved sample site. The test strip vial was not noted to be cracked or broken. Replacement products were sent to the patient.based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; an unknown electrical problem was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.